Event description:
Rep reported revision of right hip due to failure of accolade stem due to excessive wear, constant disassociation of trunnion.

Manufacturer narrative:
Additional information: an event regarding stem neck fracture involving an accolade stem (pi 1683120) was reported. The event was not confirmed. Based on the information provided, the unknown head did not contribute to the fracture of the stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported revision of right hip due to failure of accolade stem due to excessive wear, constant disassociation of trunnion.

Manufacturer narrative:
An event regarding disassociation involving an unknown head was reported. The event was confirmed method & results: device evaluation and results: visual inspection was performed as part of the material analysis report : damage was observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. "Damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Conclusions: a material analysis was performed which concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Rep reported revision of right hip due to failure of accolade stem due to excessive wear, constant disassociation of trunnion.